Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.

Event description:
Information received indicates the casters will brake properly when the brake is applied, but continue to swivel.